Event description:
In 2007, the lay patient contacted lifescan alleging that her one touch ultra meter stopped working around approx ten days earlier, and she was unable to test her blood glucose level. The complaint was classified based on the customer care advocates's (cca) documentation. On two days later, the patient's caregiver called an ambulance because the caregiver could not get the patient to stay awake. The emt's obtained a reading of "hi" on their meter and took the patient to the hospital. The patient was treated with insulin every 1/2 hour. The cca noted that the meter would not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The patient had replaced the meter battery per the owner's manual and the battery was correctly positioned. The patient's meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and later developed symptoms and hyperglycemia and received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.